Event description:
The customer called for help with his contour meter. While performing control tests, he received a result of 298 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation. Replacement test strips were sent to the customer.